Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 8799025, 510k# k994239 and upn (B)(4) is cleared for us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. Image review: submitted images appear to display broken anti-migration locking tabs.

Event description:
Date of initial surgery: (B)(6) 2015 procedure used in initial surgery: c5/6: anterior cervical decompression fusion pre-op diagnosis for revision: one screw back out procedure used in revision: anterior cervical decompression fusion, c5/6 it was reported that the patient underwent a surgery at c5/6 in which the plate was implanted. Post-op, after approximately six months one screw backed-out. Patient underwent revision surgery for replacement of the screw. During the surgery, a gold colored lock which held the screw was found to be broken. Plate was removed. No fragments remained in the patient. No patient complications were reported as a result of the revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The plate and four bone screws where returned. The both locking tabs have been broken off one side of the plate. On one of the bones screws has clear witness marks where is pushed upwards against the tab and broke it. Another screw also has witness marks around the minor diameter of the screw indicating that screw may not have been at the perfect angle during implantation. There does not appear to be a manufacturing issue with the screws or the plate. If information is provided in the future, a supplemental report will be issued.